Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the air path.there was no report of patient harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer previously received information alleged to seeing particles in the air path. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation technician was able to confirm the device powers on and provided airflow. During review of the error logs, error log showed 0 errors logged. During the investigation technician observed unknown dust contamination on the flip door, top enclosure, rear panel, ip panel, bottom enclosure, pca, blower box, and blower box. Pil observed black hairlike contaminant on the flip door, top enclosure, ui panel, deposits was observed on the blower and blower box. Evidence of liquid ingress with unknown dust contaminant consistent with mineral deposits was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure. Pil is unable to directly address any symptoms. Pil can confirm the complaint of particles in airpath and device, from external source. In box d device avail. For eval and date returned were updated. In box h, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid were updated.